Manufacturer narrative:
An event regarding a fracture involving an exeter rasp was reported. The event was confirmed by a visual inspection of the returned device. Method & results: -device evaluation and results: a visual inspection of the device was conducted during the material analysis report dated 09-oct-2015 which is attached to the communication log of this pi. The report concluded the trunnion broke in overload. Eds was performed on the pin, and elemental constituents were consistent with a 17-4 stainless steel alloy. No materials or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: not performed as ther is no evidence to support the event was related to patient factors. -device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events reported for this manufacturing lot. Conclusions: the investigation concluded that rasp trunnion broke in overload. There is no indication the event is related to materials or manufacturing defects.

Event description:
The trunnions of the broach broke off in the handle.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The trunnions of the broach broke off in the handle.